Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two used samples were received at manufacturing site for evaluation. A visual and functional inspection was performed and the reported issue could not be duplicated. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the unit leaked where it connects to the diet. There was no patient harm.